Event description:
A malfunction was reported on the pump, with no notable events occurring prior to this issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the caller with pump reset information and assisted in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if any malfunction code reappeared, which the caller understood and acknowledged.